Event description:
N-hance implanted (B)(6) 2008. On x-ray, adjacent levels appeared to have collapsed. Surgeon removed n-hance at l2-l5 and revised pt to other hardware.

Manufacturer narrative:
Additional info has been requested. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number. A recall has been initiated on these devices for an unrelated issue.